Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the reported problem of the intermittent operation of the handswitch was caused due to the broken conductors at the entry point of the hand switch shell. Field service engineer could confirm the breakage by twisting the cable at the entry point of the hand switch shell, which led to the stopping of the fluoro. The part has been scrapped and hence further investigation is not possible. This mode of failure can occur because of the cable is stretched during handling by operators to maintain safe distance as a radiation protection measure or when the cable gets caught behind the holder. The hand switch assembly can experiences various stretch/strain forces or accidental drops during operation. This in turn can damage the internal connectors of the hand switch assembly and lead to a failure. Thus, the life of the hand switch assembly also depends on the way user handles it. This hand switch has been in operation for 9 years. Therefore such a failure can occur. No corrective action will be initiated as no exceptional replacement rates are seen for this part.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that: during an elective endoscopicic retrogade cholangiopancreatogrphic (for removal of a gallstone in common bile duct) at the process of capturing and crushing the stone (which is performed entirely under radiological visualization, the fluoroscopy machine's handswitch failed to work, an intermittent failure of the handswitch on this unit was identified and the patient needed to stay in the hospital for an additional day to repeat the procedure the next day on another unit.